Event description:
On (B)(6) 2012, a vns treating neurologist's medical assistant reported that the vns patient was experiencing more seizures. The patient's magnets were also reported to not be aborting seizures as they did in the past. The patient was seen that day for a clinical visit and they had difficulties interrogating the patient's device. The physician later reported that the vns patient was seen by him on (B)(6) 2012 after an episode of status epilepticus on (B)(6) 2012 that required hospitalization. He checked the patient's vns device on (B)(6) 2012 in the clinic and had difficulties establishing communication with the device but was indeed able to interrogate the device. The physician used the same programming system on other patients that same day with no problems. The patient's family had noticed that the patient was not responding to magnet swipes as she had previously. The physician stated that the patient's device may be nearing end of service. The patient's settings on (B)(6) 2012 were reported to be output=2.5ma/frequency=20hz/pulse width=250usec/on time=30sec/off time=5min/magnet output=2.75ma/magnet on time=60sec/magnet pulse width=500usec. A system diagnostics test performed that day showed the device to be functioning properly and was not at end of service. The physician further stated that he thinks there are several factors that may be playing a role in her increased seizure frequency but he did not specify what these factors were. Attempts were made for the patient's implanted lead information but that information has not been received to date. A battery life calculation was performed with the programming history available which revealed 1.89 years until the elective replacement indicator (eri) shows as yes. On (B)(6) 2012, the patient had prophylactic battery replacement surgery. Attempts will be made for the return of the explanted generator. System diagnostics performed prior to surgery showed results within normal limits of output=ok/lead impedance=ok/dcdc=1/eri=no. The patient's settings were output=2.25ma/frequency=20hz/pulse width=250usec/on time=30sec/off time=5min/magnet output=2.75ma/magnet pulse width=500usec/magnet on time=60sec. After battery replacement system diagnostics again showed results within normal limits of output=ok/lead impedance=ok/impedance value=1629ohms. The patient was then programmed to output=2ma/frequency=20hz/pulse width=250usec/on time=30sec/off time=5min/magnet output=2.25ma/magnet pulse width=500usec/magnet on time=60sec.

Event description:
Additional information was received on (B)(4), 2012 when the explanted generator was returned to the manufacturer for product analysis. Product analysis is still underway and has not yet been completed.

Event description:
Additional information was received on (B)(4) 2012, when product analysis was completed on the explanted generator. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. Magnet activations performed during output monitoring (at a distance of one-inch, spacer block, from generator), demonstrate the appropriate magnet output for the programmed settings. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications and there were no performance or any other type of adverse conditions found with the pulse generator.